Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon initiating intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm but was providing support still. It was noted that there was no arterial waveform. The getinge representative advised the customer to unplug the fiber optic sensor, re-connect, and re-zero. They chose to simply set up an arterial line with transducer at that point. The getinge representative met with the customer and discovered that they had been able to establish an alternative arterial pressure source using a flush, a transducer, and the central lumen of the iab. They then visited the ICU where cs300 iabp and iab were providing therapy. They attempted reconnecting the fiber optic sensor connection and attempted recalibrating. The iab alarmed fiber optic sensor failure. They disconnected the fiber optic and zeroed the transducer again. This provided an arterial pressure wave form again and they continued therapy. The patient was then transferred to an outside hospital on the iab and it had a pressure transducer attached. It was noted that the customer used the tubing provided within the transducer pack. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.